Event description:
The customer contact reported the device touchscreen was found to be out of calibration. The device was returned to the biomedical department with an unsigned note that stated, "screen needs recalibrated. Off by at least an inch." No tracking information was provided, device programming, or event details were not available. There were no event reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.